Event description:
It was reported that the customer's device would no longer power on. After an evaluation of the device by the third party service agent, it was observed that the internal hlc batteries had been depleted as well. There was no patient use associated with the reported failure.

Manufacturer narrative:
The third party service agent evaluated the device and was able to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has not decided to send their device back to physio-control for evaluation yet. It is unknown if the customer will return the device for evaluation. The cause of the reported failure could not be determined.